Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was a return of pollakiuria and urgent urination on (B)(6) 2016. Reprogramming was performed on (B)(6) 2016 and the issue resolved. Medical history included urgent urination, pollakiuria, and urinary incontinence since 1983. The event was assessed as not serious, not related to the procedure, and related to the stimulation.